Manufacturer narrative:
Other relevant components include: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a user facility regarding a patient with an implantable drug infusion pump. It was reported the patient underwent removal of and placement of a new intrathecal catheter. The old intrathecal catheter was noted to be fractured. The event occurred in a hospital. No patient symptoms were reported. Further follow-up with the hcp was conducted to obtain additional information. If additional information is received, a follow-up report will be sent. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.